Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code 116 was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by a faulty camera control unit. However, the specific cause of the faulty camera control unit could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera control unit received an e116 otv error code. The error was resolved by restarting the power which had also occurred with a previous case. The issue occurred during an unspecified therapeutic procedure which was completed using a same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.